Manufacturer narrative:
Stent fracture; connecting bar breakage. Moderately tortuous vessels; severely angulated aortic neck.

Event description:
A talent aorto-uni-iliac (aui) stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2.5 years ago. Aneurysm morphology at the time of implant was not reported. Vessels were moderately tortuous, and the aortic neck was severely angulated. It was reported that the pt returned for a follow-up, where a stent fracture and a breakage of the posterior connecting bar in the stent graft were identified. The physician elected to surgically convert the pt and explant the stent graft. No additional clinical sequelae were reported, and the pt is stable post-operatively. The device has been received by medtronic, and the analysis is pending.